Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.5, inratio (re-test): 3.6, lab: 1.6. Time lapse between meter and lab test was about 30 minutes.

Manufacturer narrative:
Investigation pending.